Manufacturer narrative:
A ge service representative performed an on site investigation. The generator was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The field engineer reporter that the system was unable to perform fluoroscopy. Ther eis no report of injury or death associated with the event described in this complaint.